Event description:
Per the clinic, the patient experienced poor wound healing, wound dehiscence and developed an infection at incision site. Eventually, the device was explanted on (B)(6) 2026; and there are no plans to reimplant the patient with a new device as of the date of this report.